Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. It was noted that the customer was admitted into the intensive care unit due to pneumonia, sepsis, and a heart failure. Customer was noted to have passed away at the hospital. Caller stated that the customer was solely caring for their spouse who had severe alzheimers and the customer just became worn-out. Customer was not wearing the insulin pump at the time of the death. Caller stated that the customer was off the insulin pump five days prior to the death. It was noted that the insulin pump was removed when admitted to the hospital. Insulin pump was requested to be returned. No further information reported.